Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. Evaluation found a seized motor which is known to cause system error 105. The failed motor assembly was replaced.